Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the belt failed the pulse lead hipot test. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt, the electrode belt failed the pulse lead hi-pot test. The cause for the failed hi-pot test was cold solder joints at the pulse wires inside the distribution node. The root cause for the cold solder joint cannot be positively determined but is likely an assembly error. No adverse event resulted from the cold solder joints. The pt received a replacement electrode belt.